Event description:
It was reported that post implant, the battery voltage reading was 2.48v with less than three months remaining longevity. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The premature battery depletion was confirmed in the laboratory. Based on device settings and usage, the device did not meet expected longevity. No high current drain sources were found. The battery was sent to the vendor for further analysis. No sources of internal loading were found. The cause of the premature battery depletion was not determined.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed an a second and third proglide devices were used with the same results. The puncture site was borderline high at approximately the take off of the inferior epigastic artery. After the devices were removed a large dissection in the area of the puncture site was noticed. Angioplasty ballooning was performed unsuccessfully to treat the dissection. Arterial surgical repair is planned; however, exact date of surgery is unknown. There were no reported adverse patient sequelae. Though requested, no additional information was provided.